Event description:
It was reported that during use, the device had caused bedsore, pressure ulcer at the sensor attachment site ,patient's forehead. There was a request to investigate whether there has been a case of skin disorder occurred due to a fruit allergy, and whether symptoms can become severe enough to cause induration, and whether there have been any changes to the components of the electrode gel. There was patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.